Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal cramping and cloudy peritoneal effluent fluid. The etiology of the serious adverse events is currently unknown; therefore, causality cannot be firmly established. However, per the pdrn the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Acinetobacter baumannii is commonly found in soil and water. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis on (B)(6) 2024. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on 23/may/2024 with complaints of abdominal cramps and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 3872 u/l, neutrophils = 95%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) cefazolin 1500 mg and ceftazidime 1500 mg daily for 14 days. The patient¿s cell count was rechecked on 28/may/2024 and showed signs of improvement (wbc = 306 u/l, neutrophils = 87%), however, the patient¿s peritoneal effluent culture result returned positive for acinetobacter baumannii, and the patient¿s antibiotics were discontinued and replaced with ip levaquin (dosage not provided) daily for 14 days. The patient continued to undergo ccpd while hospitalized without reported issue and has recovered from the serious adverse events. The pdrn stated the cause of the peritonitis is unknown, as the patient and spouse have excellent technique. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was discharged home on (B)(6) 2024 and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Correction: b.2.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis on (B)(6) 2024 through (B)(6) 2024. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal cramps and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 3872 u/l, neutrophils = 95%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) cefazolin 1500 mg and ceftazidime 1500 mg daily for 14 days. The patient¿s cell count was rechecked on (B)(6) 2024 and showed signs of improvement (wbc = 306 u/l, neutrophils = 87%), however the patient¿s peritoneal effluent culture result returned positive for acinetobacter baumannii, and the patient¿s antibiotics were discontinued and replaced with ip levaquin (dosage not provided) daily for 14 days. The patient continued to undergo ccpd while hospitalized without reported issue and has recovered from the serious adverse events. The pdrn stated the cause of the peritonitis is unknown, as the patient and spouse have excellent technique. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was discharged home on (B)(6) 2024 and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis on (B)(6) 2024. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal cramps and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 3872 u/l, neutrophils = 95%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) cefazolin 1500 mg and ceftazidime 1500 mg daily for 14 days. The patient¿s cell count was rechecked on (B)(6) 2024 and showed signs of improvement (wbc = 306 u/l, neutrophils = 87%), however the patient¿s peritoneal effluent culture result returned positive for acinetobacter baumannii, and the patient¿s antibiotics were discontinued and replaced with ip levaquin (dosage not provided) daily for 14 days. The patient continued to undergo ccpd while hospitalized without reported issue and has recovered from the serious adverse events. The pdrn stated the cause of the peritonitis is unknown, as the patient and spouse have excellent technique. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was discharged home on (B)(6) 2024 and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.